Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus elite mr drug-eluting stent was selected for use. However, during preparation before inserting the device, the physician noticed that the shaft of the stent catheter was fractured. The procedure was completed successfully with a new stent. No patient complications were reported.